Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/13/04, the pt contacted lifescan and reported that her one touch ultra meter kept displaying the error 5 message. Medical affairs specialist attempted to contact the pt on 11/15/04 to obtain further clinical information, but there was no answer and no option to leave a message. A letter will be sent. Based on the initial information provided, the pt had the error 5 issue with the meter for the past 2 weeks. She was at a mall's escalator and felt dizzy and was about to pass out. It is unknown if she had tested on her meter prior to experiencing the symptoms. It is also unknown if she had continued to take any medications during the time she was unable to test on the meter. When she felt dizzy, her son brought her to the hospital, where she was given something to drink and was then sent home. The hospital meter's result was not provided. During troubleshooting, it was verified that the pt's testing technique was correct and that the condition of the test strips was good. She was asked to test on the meter, but the issue still persisted and the error 5 message appeared on the meter's display. Based on the information, there is an indication that the product had malfunctioned. However, there is no information to suggest due to insufficient information that the pt experienced injury due to the meter. This case is reported as a meter malfunction, since the issue was not resolved with troubleshooting. Replacement meter and test strips were sent per the pt's request.